Event description:
It was reported that pump displayed malfunction code related to software error, with no notable events occurring before malfunction and no indication that customer¿s blood glucose exceeded reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.